Event description:
It was reported that the patient had generator replacement surgery due to "device failure or malfunction or performance issue." A company representative viewed the programming history from the surgery on the physician's programming system, and diagnostics and the battery status appeared to be normal. An implant card was later received indicating that the reason for the generator replacement was due to end of service and lead discontinuity. The generator was received, but analysis has not been approved to date. No further relevant information has been received to date.

Event description:
Analysis of the generator was approved. Analysis found that the device was operating at low battery voltage and the elective replacement indicator flag was set. An open can measurement of the battery voltage confirmed that the eri flag had been properly set; the battery was depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. The physician's nurse reported that the reason for surgery was battery depletion (neos=yes). The nurse did not report any high impedance or issues with the lead. No further relevant information has been received to date.